Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he went to his doctor due to high blood glucose. Customer blood glucose reading was 550 mg/dl. Customer stated that his insulin pump was not working and the doctor put him on manual injections. Nothing further was reported.